Manufacturer narrative:
The customer was sent a replacement breast pump. In follow-up with the customer, she stated the pump was not emptying her breasts. The customer was diagnosed with and treated for mastitis. The customer had not received the replacement pump at the time of the follow-up. The customer indicated she had mastitis before. A medela clinician made attempts to contact the customer in regards to the mastitis issue and was unsuccessful. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow-up report will be filed at that time.

Event description:
Customer reported to customer service that her breast pump is not suctioning properly and that the pump is not emptying the breasts fully. She has developed mastitis from not fully emptying the breasts.